Event description:
It was reported that this pacemaker recorded a code 1003, which states that voltage is too low for projected remaining capacity. Data analysis identified that voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended. No adverse patient effects were reported, and this device remains in service.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that voltage is too low for projected remaining capacity. Data analysis identified that voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended. No adverse patient effects were reported, and this device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this device has been returned to boston scientific for analysis.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.